Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The root cause is attributed to off label use per the initial report. Per DHR review, the product label clearly indicates the reported device is a right orientation. Based on the root cause of off label use, corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
A right femur was implanted in the patient's left knee. No revision is planned. Update recvd 11/20/2015- patient was revised to address patella tracking issues.